Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe was packaged on (B)(6) 2016. There were 372 paks associated with this lot. The probe was manufactured on october 12, 2016. There were 56 probes associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2018 and no nonconformity was observed. The sample was inserted into a 23ga trocar cannula and passed through with no noticeable resistance. The laser probe tip was measured using the 23ga needle length gauge, where the nitinol and cannula tip lengths were found to meet specifications. The sample¿s outer cannula diameter was measured with an outer diameter min/max values of 0.0250 to 0.0255 inches, the sample¿s outer diameter was measured to be 0.02515-0.02520 inches, meeting specifications. The product was found to meet relevant specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a tip on a laser probe was too short to fit through a trocar. The surgery was completed. There was no patient harm.